Event description:
It was reported that the patient noted stimulation was ¿surging and cutting out¿. Actions required as a result of the event was reprogramming, and impedance testing was done. Electrode 3 had an impedance of greater than 10,000 ohms. The manufacturer representative (rep) was able to program around it, but the patient used stimulation within the hour and the issue was still occurring. If there was a product issue, the issue was not resolved and the cause was not determined. Patient status at the time of the report was alive, no injury. There were patient symptoms or complications which included return of chronic pain and uncomfortable stimulation. The issue was in the therapy area, bilateral legs and feet. The patient had an appointment with the healthcare provider (hcp) on (B)(6) to evaluate further. There were no other issues with battery impedances or flags in the implantable neurostimulator (ins). Everything appeared to be functioning normally with the device. It was later reported that the cause was not determined. There were no device malfunctions suspected. The patient was receiving therapy and was still noting that stimulation was inconsistent. The hcp would replace the battery. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).